Event description:
It was reported that during the 840 service the ventilator failed the oxygen (o2) sensor calibration and readings were out of range. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) inspected the device and replaced the oxygen sensor to correct the issue. The unit passed all testing and operated within the manufacturing specifications.